Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "high-priority alarm on pump initiation; the customer heard a puff of air after the alarm went off". As a result the iab was removed. No patient harm or injury.